Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set experienced leakage. The following information was provided by the initial reporter: I have an issue with product sku 10802688, when used it began leaking profusely.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set experienced leakage. The following information was provided by the initial reporter: I have an issue with product sku 10802688, when used it began leaking profusely.

Manufacturer narrative:
The following fields were corrected due to additional information: d.10. Device available for eval: no device was not returned. H.6. Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.